Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection, and was replaced with a new lead. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection, and was replaced with a new lead. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This lead passed all available testing. This event occurred as a result of a known and documented possible adverse consequence. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.